Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissor (mcs) instrument was analyzed and the reported complaint was neither replicated nor confirmed. The instrument was returned in a damaged condition which prevented testing on an in-house system from being performed. An electrical continuity test was performed and passed. An in-house mcs tip was installed successfully onto the tube adapter at the distal end and opened and closed properly during manual articulation. The customer reported complaint of low/intermittent energy could not be replicated nor confirmed. Additional observation not reported by site: the instrument main tube was found to be bent. The bent damage is located at the proximal end of the main tube. The bent main tube is the cause for the inability to test for energy output on an in-house system. The instrument failed to engage when placed on the system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Patient information in section a and b was corrected based upon a routine record review.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar not working an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the monopolar issue was due to two bad monopolar curved scissor (mcs) instruments. The system was tested and verified as ready for use. The complaint regarding the monopolar not working was confirmed based on the field evaluation, which indicated that the device did contribute to the customer reported issue. The instrument has been received and failure analysis investigation is in progress. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information becomes available. A review of the site's complaint history indicates that this record is related to records with patient identifiers (B)(6). This event is being reported based on the following conclusion: the customer converted to multi-port surgery after the start of the procedure due to issues with monopolar instruments.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that bipolar was working but monopolar wasn't working. The live logs weren¿t available at the time of the call. Prior to calling in, the customer got a message the monopolar curved scissors tip wasn¿t installed correctly. The customer reinstalled it and also tried another instrument and then they were getting a yellow led at the cord. The tse had the customer try another cord and also power cycle the shield and the system and the yellow led came back immediately for the cord and monopolar power couldn¿t be fired. The customer was going to discuss with the surgeon to convert to the xi when the call ended. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator provided the patient demographics. The robotic coordinators informed the actions taken to resolve the issue was completing with xi robot. There were extra ports placed for conversion to multiport surgery. The patient tolerated the procedure conversion with no additional impact.